Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient went to the hospital after receiving inappropriate high voltage therapy due to oversensing of noise on the device. The device was reprogrammed and lead revision was anticipated. The patient was stable and will continue to be monitored. Related manufacturer reference number: 2938836-2018-07820